Manufacturer narrative:
After conducting a review of manufacturing records associated with the lot reported, it was concluded that the gown lot met all specifications and astm specification f2407 standards. The strike through occured on a non critical zone on the upper sleeve seam that is not reinforced as is required for the critical zones to meet aami pb aami3 standards.

Event description:
The customer reported strike through while using the gown. The customer stated that the strikethrough occurred on the lower and upper arm, especially around the upper arm seams.